Event description:
It was reported that it was discovered during a routine appointment on november 2006, that the the device has malfunctioned.

Manufacturer narrative:
The device has been explanted. It it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.